Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of it is still inside me - vagina [foreign body in reproductive tract]. When I removed it, it looked as if it had split in half into two pieces [complication of device removal]. Looked as if it had split in half into two pieces - tampon [device breakage]. Consumer reported via e-mail that tampon looked as if it had split in half when she removed it. No serious injury reported.